Event description:
It was reported that the insulin pump had an unresponsive act button. The caller declined to replace the insulin pump and requested a replacement battery cap first in an attempt to resolve the issue. The caller did not know the blood glucose reading. The caller stated that the insulin pump also alarmed unexpected restart previously. The caller was advised that, if the act button did not function, the customer would not be able to use the insulin pump. She stated that when she inserted the battery, the screen would come up but then fade afterward. The customer advised she would revert to her back-up plan of manual injections if the battery cap replacement would not work.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.